Event description:
It was reported that a bolus issues was experienced. Also so sensor seal bubbled.

Event description:
It was reported that a bolus issues was experienced. Also so sensor seal bubbled.

Manufacturer narrative:
B5: correction: additional information received via email and attached in complaint object: the listed issues occurred during testing only. No patient involvement was recorded. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was duplicated. Replaced downstream occlusion sensor seal and repaired downstream occlusion sensor as preventative measures. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.